Event description:
It was reported by the dentist that "on the retro-alveolar radiography, there is a fracture of the implant neck, on its mesial part. There does not seem to be any radiolucent border around the implant." Tooth location 26. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5:it was reported by the dentist that "on the retro-alveolar radiography, there is a fracture of the implant neck, on its mesial part. There does not seem to be any radiolucent border around the implant." Tooth location 26. There was no report of patient injury or delay in procedure. D4: 01 dec 2015. D10: 25 feb 2019. G4: 11 apr 2019. G7: follow up. H1: malfunction. H2: additional information. H3: yes. Evaluation summary attached. H4: 13 dec 2010. H6: method, device, conclusion code. H10: manufacturer data. The reported device was returned for evaluation. Visual inspection confirmed that the device is fractured at the collar. X-ray provided were reviewed. The implant is noted to be chipped at the collar. The reported condition of "there is a fracture of the implant neck, on its mesial part" is confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar cause. No other complaint was identified. A definitive root cause could not be determined. Probable causes of the reported event include; implant no placed properly; clinician error and excessive external lateral force due to accident or injury. An additional probable cause is patient condition. Bruxism was a reported patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay corrected information. 0002023141 - 2018 - 00950 - 1 has also been submitted. The following sections are being reported: adverse event or product problem: correction: adverse event. Outcomes attributed to adverse event: required medical intervention to prevent permanent impairment/damage (devices). It was reported by the dentist that "on the retro-alveolar radiography, there is a fracture of the implant neck, on its mesial part. There does not seem to be any radiolucent border around the implant." Tooth location 26. The implant was removed. There was no report of patient injury or delay in procedure. Date rec¿d by MFR: 22 apr 2019. Follow up 2. Type of reportable event: correction: serious injury. If follow-up, what type: correction. Manufacturer narrative, corrected data. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the dentist that "on the retro-alveolar radiography, there is a fracture of the implant neck, on its mesial part. There does not seem to be any radiolucent border around the implant." Tooth location 26. The implant was removed.there was no report of patient injury or delay in procedure.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227. Device remains implanted.

Event description:
It was reported that a patient came in due to prosthesis mobility. Radiograph taken shows that the implant (tsvwb10) fractured. Tooth location 14.